Event description:
A boston scientific sales representative reported the following: a patient was having a right superficial femoral artery procedure with a jetstream xc 2.4 atherectomy set. The spyder filter wire being used during the procedure became stuck in the jetstream catheter. The wire and catheter were removed together. There was no adverse event reported.

Manufacturer narrative:
Quality assurance product analysis received and examined the returned catheter. The spyder filter wire did not return with the catheter. The jetstream device appeared to be in good condition with no other observable defects or damage. The returned device was tested and passed all requirements. An attempt was made to load a stock jetwire guidewire onto the catheter and it was observed that the tip of the catheter was blocked and the guidewire would not load. The weld at the catheter tip was separated to investigate the guidewire lumen. The proximal cap was plugged with teflon and the bushing appeared to be in good condition with no discoloring or blockages. The spyderwire guide wire is not listed in the jetstream system IFU as a compatible device. The subject spyderwire guide wire was retained by the site; therefore, no investigation of the guide wire can be performed at this time. The cause of the reported problem is the guidewire losing coating and occluding the bushing at the distal end of the catheter, causing loss of tractability of the guidewire.